Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgment prior to use include, but are not limited to, interaction with device accessories and/or inadvertent mishandling during unpackaging, sheath/stylet removal or preparation of the device. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the stent dislodged off a 3.5x23mm xience alpine stent delivery system (sds) when the protective sheath was removed. No resistance was felt when removing the sds from the dispenser coil or when removing the protective sheath. The device was not used in the patient. The procedure was successfully completed with a new xience alpine stent. There was no clinically significant delay in the procedure. No additional information was provided.